Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was an acu watchdog and primary audible alarm post errors in history. The device was tested via start-up, flow and occlusion tests. The issue was not able to be duplicated. The technician installed missing battery door label, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed.

Event description:
Information was received that the medfusion 3500 pump displayed an acu watchdog failure. There were no adverse events reported.